Event description:
It was reported that red alert was received for this device and health care professional (hcp) confirmed support no longer necessary. No further information available as to date. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.